Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the patient's intraocular pressure increased; another needling was performed with no success. The filtering bleb was encapsulated. A trabeculectomy was performed.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported dysfunction of filtering bleb occurred one year after glaucoma filtration device implantation. Needling and yag laser irradiation inside of the device lumen were performed. The patient's condition didn't improve. Invasive filtering bleb revision was performed. No filtration was confirmed and when the scleral flap was opened, the plate part of the device was exposed. Thus, the device was explanted. Additional information was requested.